Manufacturer narrative:
Although requested, patient demographics not provided, patient was an infant. The customer¿s report of a programming issue could not be confirmed. The customer had questions regarding medications available for a certain profile (nnicu). Ikp data showed medications were selected and used for this profile that should not be available for the nnicu profile in their dataset. Although multiple requests were made, this specific dataset was not received for investigation. The root cause of the reported programming issue was not identified. Devices not received, log review only.

Event description:
It was reported that a fluid bolus was ordered on a hypotensive patient to elevate the bp in the nnicu. The nurse programmed and initiated the infusion at a rate of 999 ml/hr; however, the patient subsequently became apneic. When the nurse traced the lines she discovered that she had picked the channel containing propofol, which had been discontinued several hours prior. The nnicu drug library profile only contained three entries, none of which should have been propofol. From the ikp data, it appeared that a user was able to scan drugs and infuse them from a different profile in the nnicu because the care profile and dataset ID were not the same. The pump was using an old data set; and apparently the pcu was not connecting to the server and had not downloaded drug libraries since 2015. The customer was specifically looking for what profile was being used, and why propofol was available in that protocol.

Manufacturer narrative:
The customer reported an event that occurred at 2000 on 12 november 2018. This event could not be verified since the device logs received start after the event date, on 14 november 2018. The entries for the reported event date have been overwritten due to continued use of the devices.

Event description:
It was reported that a fluid bolus was ordered on a hypotensive patient to elevate the bp in the nnicu. The nurse programmed and initiated the infusion at a rate of 999 ml/hr, however the patient subsequently became apneic. When the nurse traced the lines she discovered that she had picked the channel containing propofol, which had been discontinued several hours prior. The nnicu drug library profile only contained three entries, none of which should have been propofol. From the ikp data, it appeared that a user was able to scan drugs and infuse them from a different profile in the nnicu because the care profile and dataset ID were not the same. The pump was using an old data set; and apparently the pcu was not connecting to the server and had not downloaded drug libraries since 2015. The customer was specifically looking for what profile was being used, and why propofol was available in that protocol.